Event description:
I am a soft contact wearer and use renu with moistureloc. I developed, what my dr thought was conjunctivitis shortly after thanksgiving 2005 and used vigamox perscription eye drops to cure it. I had another infection in 01/06 and another one 02/16/06. I had never had this type of infection before these 3 times. My eyes were red, but not itchy like "pink eye" and tearing. There was severe pain in the back of my eyeball like someone was stabbing me with needles. I went to the eye dr after the third infection and he told me that since I wear my contacts continually for 2 weeks straight, day and night, that I needed to stop wearing them so long and start wearing glasses. I'm reporting this because I think this may have been a result of the fungus that I've been hearing about. I also hear that it's mostly in the southern, hotter states. Well, I'm from central u.s. And all of my problems happened in the winter months. I am sure the contact solution was to blame. By the way, as of 04/13/06 our store has not pulled the renu moistureloc solution from its shelves. I unfortunately threw out the bottles after the 3rd infection case because I thought the bottle tip had the infection, and that's why I kept re-infecting myself. I now use optifree and have had no further problems. Event abated after stopped use.